Event description:
It was reported that the device triggered recommended replacement time (rrt) and the physician is questioning the longevity of the device as it had low programmed output settings and no shock therapies delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was also reported that the device was subsequently explanted and replaced.